Manufacturer narrative:
(B)(4). Batch # m53w4r. The analysis results found that the ec60a device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister was found to be crushed at one of the corners of the package and the tyvek was noted to be wrinkly. Due to the damages found on the packaging, a possible cause for this condition may be improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that before an unknown procedure, at reception of the stapler, the sealed package was opened thus unusable. The tyvek was damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.